Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified the following related repair: the cutter failed the test cut due to an incomplete mesh. Therefore, the cutter does not meet the zimmer mesh test acceptance criteria. The cutter was returned as the cutter is not repairable. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2023-00121-1. Telephone number: (B)(6).

Event description:
It was reported that during surgery, the device got stuck while ratcheting. No harm was indicated. There was a 15 minute delay in the procedure. During product evaluation, it was found that the cutter failed the test cut due to an incomplete mesh. Due diligence is complete as multiple attempts were made; however, no further information is available. As no additional information is available, we are unable to provide further information. No adverse events are associated with this malfunction.